Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2010. Later pt experienced dyspareunia and stress urinary incontinence.